Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during corona artery bypass graft procedure, the surgeon smell burn and saw blue colored flame to the raytec sponge, which was adjacent to the sternal retractor prongs. The case was completed when the flame was taken out by sterile water. The pencil never came in contact with the raytec sponge and no arc or spark was noticed on it. The unit also had no abnormalities. There was no patient injury.